Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including full functional testing and dwm self-tests without duplicating the report. Internal inspection of the device found no discrepancies. The log was cleared. The device was recertified and returned to the customer. The electrodes used were not returned for evaluation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device was unable to detect the attached pads. Complainant did not indicate that there was any patient involvement in the reported malfunction.